Event description:
Nine months after percutaneous coronary intervention with three cypher stents, there was 75% in-stent restenosis of the first stent. This patient presented to cath for elective treatment of a first 59.0% de novo lesion in the proximal right coronary artery of 53.7mm in length in a 4.43mm vessel diameter. The (bi) ecentric lesion was also characterized as discrete and ostial. The femoral approach was chosen for the procedure. Direct stenting was performed with a 3.0x28mm cypher at 20 atm. Post-dilation was conducted with a 4.0x20mm balloon at 20 atm. Residual diameter stenosis measured 19.5%. The mid to distal rca were treated next. Both lesions were de novo, 63.5% and 83.4%, respectively. The (type c) eccentric lesions were also diffused and bifurcated. Direct stenting was performed with a 3.0x33mm cypher in the mid rca at 20 atm with distal protection. Post-dilation was conducted with a 4.0x20mm balloon at 15 atm. Residual diameter stenosis measured 21.5%. Finally, the lesion in the distal rca was pre-dilated with a 2.5x20mm balloon at 10 atm before deploying a 3.0x33 mm cypher stent at 20 atm with distal protection. Post-dilation was conducted with a 4.0x20mm balloon at 10 atm. Residual diameter stenosis measured 15.5%. The 3 stents were not overlapping and there were gaps. Ivus was conducted. Timi iii flow were recorded pre and post-procedure for all of the lesions. Nine months later, follow-up angiography was conducted and revealed that the cypher implanted in the proximal rca was patent and the diameter of the vessel was 2.5x2.9mm (5.6mm2). The probable cause of the restenosis was neo intimal hyperplasia. To treat the restenosis, a cutting balloon (4.0/10mm) was used at 12 atm before poba was conducted with a 4.5x13mm powersail balloon at 14 atm. The residual diameter stenosis was less than 20%. The patient was in stable condition after treatment.